Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced several workstation cables and further evaluation was followed by replacement of the ccd camera and camera hv assembly. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had reported poor image quality. Also requested replacement of some workstation cables by facility bme.